Manufacturer narrative:
Investigation conclusion: the investigation found the stent returned detached from the pusher within the introducer and the pusher distal coil stretched, which is consistent with the statement "the distal tip of the delivery wire was loose and separated from the stent" described in the reported event. However, as no radiographic images from the procedure were provided for review, this investigation could not verify if the delivery wire overlapped with the main body of the stent as described in the reported event. Replication testing was performed using an undamaged in-house pusher, and found the stent was able to successfully advance through an in-house microcatheter and deploy without issue. The stent detachment condition is consistent with improper re-sheathing of the stent during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched pusher distal coil, but this damage is consistent with the device experiencing retraction forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that for a posterior intracranial aneurysm, stent assisted coil embolization, there's a lot of thin blood vessels. The stent microcatheter and coil microcatheter were in place, and the stent semi-release technology was planned. When the stent was delivered to the head end of the stent tube, found there was no the distal tip of the delivery wire. The operating table was moved several times to search under fluoroscopy and found the distal tip of the delivery wire overlapped with the main body of the stent. Did not release and removed the stent into the introducer. After removed, the stent was pushed out of 1/3 of the length of the introducer and found the distal tip of the delivery wire was loose and separated from the stent, and the physician replaced another stent. The patient was reported to be stable.